Manufacturer narrative:
Device evaluation: physical evaluation of this device found one kink at the device handle; however this kink is the result of use and not expected to contribute to the injury noted within this ae. There is no indication of device malfunction nor manufacturing defects.

Event description:
Lead management procedure to remove 1 lead due to pocket infection. During procedure bp dropped while using glidelight device, effusion confirmed with tee. Sternotomy performed and patient put on bypass pump. A 1cm tear in the svc was repaired. Additional tear repaired at svc innominate vein. Patient sent to ICU